Manufacturer narrative:
D9 - product received date 9/15/2025. H3/h6 - test data. One opened/ unused sample was received for evaluation for the complaint that the medicine doesn't pass through. The device history record of reported lot number 4405947 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The set was leak/occlusion tested per specification. An occlusion was observed. In attempts to identify the source of the occlusion the pressure was increased, the occlusion was observed to clear. The complaint of medicine not passing can be confirmed. The probable cause of the occlusion is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the medicine doesn't pass through. Per reporter, the event occurred before patient use/during priming. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.